Manufacturer narrative:
Updated fields: d9, h2, h3, annex code b, c and d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fbf instrument has not been returned for failure analysis. A review of an image provided by the customer shows a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the fenestrated bipolar forceps (fbf) instrument was found to be broken. The instrument was immediately replaced with a new fbf instrument to continue the surgery. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.